Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows moderate electrode wear with a significant amount of dried blood and tissue present under the screen. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and saline did not flow through-out the line. The line was back flushed and suction was restored as saline flowed through-out the line without hesitation. The complaint was verified regarding no suction and the root cause for this event could not be determined with confidence as several factors could contribute to suction failure. It is possible that the suction line became disconnected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. The instruction for use contains warnings and precautionary statements regarding maintaining proper suction flow. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, wand was not suctioning as it should. No backup device was available. No surgical delay or patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.